Event description:
The advocate called for help with the customer's contour system. The customer's blood glucose was tested and the contour gave a reading of 107 mg/dl. She stated that paramedics were called because they thought the customer was having a heart attack. When paramedics arrived, they tested the customer's blood glucose and received 2 readings between 30-40 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. The advocate returned the customer's test strips for evaluation. Replacement test strips and a new meter were sent to the customer.